Event description:
It was reported that there was "poor waveform and frequent iabp catheter restriction alarms". As a result, the catheter was removed. A 2nd iab was not inserted. No patient harm or injury. Patient status is reported as "fine."

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 50cc 8.0fr ultra intra-aortic balloon catheter (iabc) without the original packaging. The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Upon return, the distal end of the teflon sheath was at approximately 32.9cm from the iabc luer. The one-way valve was tethered to the short driveline tubing. The supplied arterial pressure assembly was noted connected to the iabc luer. The datascope driveline tubing was noted connected to the short driveline tubing. The distal and proximal portion of the iabc bladder was noted wrapped (or considered twisted). Bends to the iabc were noted at approximately 2.7cm, 5.1cm, 26.7cm, 56.5cm and 65cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0078in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the proximal and distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 2.5cm, 5cm , 54cm and 68.2cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 21.9cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "poor waveform, and frequent iabp catheter restriction alarms" is confirmed. During the investigation the distal and proximal portions of the iabc bladder were noted twisted and the bladder would fully inflate or unwrap during functional testing. The twisted bladder could triggered the reported alarms and caused the reported complaint. Based on a review of the device history record (DHR) , the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that there was "poor waveform and frequent iabp catheter restriction alarms". As a result, the catheter was removed. A 2nd iab was not inserted. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that there was "poor waveform and frequent iabp catheter restriction alarms". As a result, the catheter was removed. A 2nd iab was not inserted. No patient harm or injury. Patient status is reported as "fine".